Event description:
It was reported that the pt expired due to unk reasons. Date of death is unk. It is unk if the pt's death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.